Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer unintentionally delivered insulin during the fill tubing process while still being connected to the pump. Reportedly, the customer resolved the issue by disconnecting the tubing and completing the fill tubing process while disconnected. Customer successfully reconnected to the infusion set site, filled cannula and resumed insulin pump therapy. Customer declined to test blood glucose level at the time of the report.